Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument broke. The surgeon applied another device. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
6/25/97-supplemental report #1 submitted to FDA.